Event description:
It was reported that the implant failed to osseointegrate, the dr did not record the removal of the implant date.

Manufacturer narrative:
Addtoinal information was requested from the dentist. MDR will be updated once information is received.